Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl and that they were unable to calibrate their blood glucose sensor. The customer did not mention any symptoms of their blood glucose levels. The customer¿s blood glucose level was 154 mg/dl at the time of the call. The customer reported that there was blood on their sensor and that they were unable to calibrate their sensor, the insulin pump alerted them to change their sensor. They reported that they had blood glucose levels of 154 mg/dl, 387 mg/dl, nd 405 mg/dl which they treated with a manual injection. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.